Manufacturer narrative:
The device was returned to the manufacturer on 03/22/2018. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced when running a loaded set during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The 'constant occlusion message' was verified by the "downstream occlusion" messages found during the event history log review. The cause was determined to be a failed downstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant occlusion message. There was no patient involvement. No additional information is available.